Event description:
It was reported to medtronic minimed that the customer experienced no current code/category. The pump has been already returned with courier, need to trigger return delivery. The customer reported no adverse event. No harm requiring medical intervention was reported. Troubleshooting was not performed. The event involved product(s) mmt-1886. Mmt-1886 was requested and customer response was the device was been returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The pump received white display and missing segments. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display and missing segments. Unable to download history files and traces using [thump] due to blank display. The pump was cut open to perform visual inspection and found cracked lcd controller pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case battery tube, cracked case corner of belt clip rails, cracked case, and cracked battery tube threads. White display and missing segments were confirmed during analysis due to cracked lcd controller pcba 1. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.